Event description:
Intl customer reported that the device did not drain adequately. No intervention or adverse pt consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. The intl affiliate reports the following possible products: lot: 46169isp, mfg: 06/11/2007, exp:07/31/2012. Lot: 46907isp, mfg:10/30/2007, exp: 11/30/2012. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.